Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt fell at work hitting his head and developed a subdural hematoma. The pt was evacuated and never woke up. It was noted that the pt was non-compliant and had been experiencing power elevation. Heparin/arixtra for anticoagulation was administered when he wasn't responding to coumadin. The pt expired on (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.